Manufacturer narrative:
During the device evaluation, the rotor, driveshaft and spindle housing were found to be worn. The friction caused by the worn components was identified as a possible cause of overheating.

Event description:
It was reported that during equipment testing conducted at the user facility the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.